Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also reported that the patient was experiencing frequent ipg charging. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned due to hospital policy.